Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 1627487-2019-06414. It was reported that patient experienced back pain. Diagnostics revealed high impedances across the lead. Surgical intervention was undertaken during which it was revealed that the lead had pulled out of the ipg header and was pulled down and coiled around the ipg. As a result, the entire system was explanted.